Event description:
A customer observed falsely elevated troponin I results on a pt sample. The result was not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. A field engineer observed erratic well movement, causing fluid splashing within the well, leading to elevated trop signals. Service actions have restored the analyzer to expected operation. The root cause of the event is instrument related.